Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 14f amplatzer amulet delivery sheath. During procedure, when the disc was placed, it was not disc-like but swollen. After recapturing and repositioning, that effect could not be avoided. The device was then completely retracted and a new amplatzer amulet left atrial appendage occluder was inserted. The deformed device was never released from the delivery cable while inside the patient. There was report of interaction with cardiac structures during deployment. There was no report of any angulation/kink noticed with the delivery system. The disc was properly flat and as usual. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.